Event description:
It was reported that during a supply change the user filled the tubing before attaching the infusion set connector and could not remove the cartridge and connector until instructed to rewind the pump, after which removal was successful and the user continued using the same, undamaged, insulin-filled cartridge. Symptoms included no reported adverse clinical effects. Outcomes included no alarms, no alerts, and no medical intervention. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed an infusion set connection issue that was resolved through proper pump rewind procedure and reassembly, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique during the infusion set and cartridge change.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.